Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected and white discoloration on pebax was found, no external damage was observed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action was created to investigate this issue. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a deflection issue occurred. The catheter was replaced, and the issue was resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on august 31, 2018, a hole was discovered on the pebax. On september 10, 2018, scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. This finding has been assessed as a reportable malfunction. The awareness date has been reset to august 31, 2018, the date the hole was first discovered.